Manufacturer narrative:
According to the customer, "moxifloxacin is placed in a med cup from the pack and drawing up in a tb syringe from the pack. A sterile disposable cannula is put on the syringe and the moxi is injected intracamerally. Once delivered fibers can be seen floating in the eye. Moxi is then flushed out of the eye and another dose is placed until no fibers are seen". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "moxifloxacin is placed in a med cup from the pack and drawing up in a tb syringe from the pack. A sterile disposable cannula is put on the syringe and the moxi is injected intracamerally. Once delivered fibers can be seen floating in the eye. Moxi is then flushed out of the eye and another dose is placed until no fibers are seen".